Event description:
It was reported that during decontamination, the ratchet mechanism was faulty, only goes clockwise. The handle was not able to perform the up and down motion. There was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2024-01237. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2024-01237. The initial report was created in error and should be voided.